Event description:
A percutaneous coronary intervention (pci) was performed to treat in stent restenosis (isr) of a previously placed stent in the distal left circumflex (lcx). An intravascular ultrasound (ivus) catheter was used to image the lesion, which was 90% stenosed with no calcification and moderately tortuous. The lesion was pre-dilated with a balloon at the proximal end of the stenosed stent. The lesion was again confirmed with the ivus catheter. While attempting to remove the ivus catheter, it became caught at the distal end of the stent. It was reported that no resistance was felt while advancing or retracting the catheter. The physician was unable to move the ivus catheter. In an attempt to free the device, the physician disconnected the male/female connection and removed the ivus catheter imaging core to allow the insertion of a guidewire into the sheath to push the ivus catheter, however this was unsuccessful. The guidewire was removed and a different sized guidewire was inserted. The physician then used a guidewire with a balloon to dilate the area but was unable to release the catheter. The physician removed the guidewire and balloon. The physician then removed the guidewire (second guidewire placed) from the catheter sheath, the ivus catheter released from the stent and was successfully removed from the patient: three hours had passed. The patient is reported to be "fine".

Manufacturer narrative:
New code request has been submitted for stuck in stent.